Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check for cannula separates to unknown lot number."

Event description:
It was reported that an unspecified bd syringe broke at the cannula during use. The following was reported by the initial reporter: "she states the customer that she is having issues with bd insulin syringe. States that when they take the top off the needle falls off/separates."